Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an implanted implantable neurostimulator was associated with random, intermittent burning sensation and pain at the implantable neurostimulator pocket site, with warmth to the touch in the pocket area during symptom episodes that then subsided. It was reported that there were no signs of infection such as skin swelling or redness. Impedances were tested multiple times and were normal. The patient was instructed to shut off the device when the sensation occurred to see if it remedied the burning sensation and to try different programs if symptoms arose to help mitigate symptoms. The issue was reported as ongoing and unresolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.